Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing disconnected at the blue connection above the pump segment while infusing cardizem to a patient. Although requested, there were no further details or information provided and no report of harm.